Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Patient identifier not available from the site. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the emitter the system was functioning as designed. The emitter was returned to the manufacturer for analysis. Analysis found that the field generator was connected to a test system with the ent application for hours and it functioned as intended. The axiem, emitter and all instruments remained in green status on all ports throughout testing. Flexing the cable did not indicate any intermittent opens. No fault found.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively while verifying instruments and it caused a 10-minute delay to surgery. It was reported that the emitter was not picking up any trackers. The site had another emitter that worked as soon as it was plugged into the system. The surgery was completed with navigation and there was no known impact on patient outcome.